Event description:
Pt underwent endometrial ablation using novasure machine. Returned to e.d. The next day complaining of abdominal pain. Diagnostic evaluation initiated. 3 days later taken back to o.r. For laparotomy and found to have small bowel perforation, presumably due to electrical current from previous procedure.